Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer¿s blood glucose was 71 mg/dl at the time of incident. Customer stated that self test was performed and failed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or pump error 15 noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. It was received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.